Manufacturer narrative:
The patient¿s weight was reported to be (B)(6) (units unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, fever and cloudy pd effluent. The cause of the peritonitis was not reported. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Seventeen days after onset, the peritonitis was resolved and the patient was recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal therapy was ongoing. No additional information is available.